Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose. The customer¿s high blood glucose was 478 mg/dl. The customer's other blood glucose was 378 mg/dl. The customer was treated manual injection. The customer declined to continue insulin pump troubleshooting. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer also stated that the insulin pump had power loss died due to low battery and was not changed on time. The insulin pump will not be returned for analysis.